Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging filters completely black and hospitalized with blood on his lungs while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient alleged filters completely black and hospitalized with blood on his lungs while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigatio, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. Missing the accessory module flip door and sd cover flip door. Unknown contaminate was observed inside the ui panel. A hairlike substance was observed inside the blower box and the top enclosure. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.